Manufacturer narrative:
A field service engineer (fse) evaluated the instrument at the customer's site and found a leak from the needle. He observed that pinch valves pv21 and pv22 were not completely opening. The fse replaced the faulty pv21 and pv22, which resolved the leak. The instrument ran without leaks and all repairs were verified per established procedure. (B)(4).

Event description:
The customer reported a bloody fluid leak of approximately 20ml from a coulter lh 500 hematology analyzer. The leak was not contained within the instrument. The customer was performing normal routine operation when the leak was observed. There were no errors or system messages that occurred in conjunction with the leak. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles, and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.